Event description:
It was reported that approximately one month post op, the patient complained of back pain. It was discovered from the x-rays that the device had backed out on the l5 left side. The revision surgery was performed approximately one month post op to replace the device. The patient is reportedly doing well after the revision surgery.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.